Event description:
It was reported that the patient had a sudden low flow without physical restrictions. The log files confirmed abrupt low flow to zero. An echocardiogram and computed tomography (CT) diagnostics were performed, and the decision was made to replace the pump. The pump was successfully replaced on (B)(6) 2023 without any further complications. The reason for the zero flow was not confirmed but sucked thrombus formation was suspected due to the thrombotic tissue formation seen inside the inflow cannula and the distal end of lumen of the outflow graft, seen through computed tomography (CT). The transesophageal echocardiography (tee) had less visual conditions but the left ventricle appeared to be free, no formation on the inflow cannula and free pump position. There were no changed to parameters prior to the event. During the explant there were thrombotic tissue formations seem inside the inflow cannula and also inside the distal end of the outflow graft lumen. There were no kinks or jelly between the outflow graft bend relief and graft, and no torsion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported device thrombus could not be confirmed through evaluation of heartmate 3 lvas, serial number (B)(6), and the submitted photos. Although a specific cause for the observed low flow alarms could not be conclusively determined, review of the submitted log files confirmed events which appeared consistent with a foreign material being ingested into and passing through the device. The log files provided by the account and retrieved from the returned device confirmed an abrupt decrease in flow on 27dec2023, as well as changes to other pump parameters. Based on prior complaint experience, these events appeared consistent with a foreign material being ingested into and passing through the device. The device was operating as intended at the set speed despite these events. (B)(6) appeared to have been exposed to a fixative agent prior to being returned to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was not returned, and the cuff lock was returned disengaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed fixed post-explant blood - no developed depositions or thrombus formations were observed. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. G, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.